Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call keypad anomaly and frozen display screen. Customer's blood glucose level was 375 mg/dl. Troubleshooting for frozen display was performed. Customer advised the insulin pump stopped working and they were unable to receive insulin. Customer advised the time did not change for a day. Customer advised the buttons were unresponsive. Troubleshooting for keypad anomaly was performed. Customer advised when they pressed the act button nothing would happen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.